Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 01/12/2015. The reported event of inaccurate bg values was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of contact, the patient did not report any injury or medical intervention.